Event description:
It was reported to medtronic minimed that the customer alleged pump got a crack on the battery compartment area and battery was only lasting 2 weeks. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed for cosmetic damage and indicated that the damage was not impacted/affected the pump¿s functionality. Troubleshooting was also performed for low/short battery lifetime and battery last more than 1 week. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2025 01:33:00 after more than 7 days at 13.15 days. Battery cycle 12.0 received the lowbatteryalert (104) on (B)(6)2025 18:04:00 after more than 7 days at 12.71 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 14:23:00 after more than 7 days at 12.85 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 08:22:00 after more than 7 days at 13.39 days. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2025 20:57:00 after more than 7 days at 15.98 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 18:07:00 after more than 7 days at 54.31 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 04:12:00 after more than 7 days at 50.31 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 11:12:01 after more than 7 days at 51.74 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 07:33:00 after more than 7 days at 50.74 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 05:47:00 after more than 7 days at 56.9 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2024 22:36:00 after more than 7 days at 61.26 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2024 10:20:00 after more than 7 days at 60.5 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2024 21:39:00 after more than 7 days at 62.48 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was not confirmed. Cracked battery compartment is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.